Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number pmz719 / sxpp1a40012, and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent laparoscopic myomectomy under general anesthesia surgery on (B)(6) 2020 and barbed suture was used. The suture broke during sewing uterus. The suture is about 3-4cm long near the uterine suture, which is split into two pieces by one suture. One of them has been broken, and the other is still connected with the uterus and the needle. The surgeon immediately checked the integrity of the needle tip and tail under endoscopy. After confirming the integrity, he cut another unbroken suture and took out the needle under endoscope. After the needle was removed, the three parties confirmed the integrity of the needle tip and tail of the suture again, and the surgeon replaced the new suture to continue the suture. After observation, the vital signs of the patients were stable and the surgery process was smooth. There were no adverse patient consequences reported.